Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to restart the system. The system was found to be working as intended. The system was put back into service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.